Manufacturer narrative:
Date of event was reported as "last weekend". A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient. It was reported that the patient had a urinary tract infection (uti) last weekend. There were no environmental, external, or patient factors reported associated with the uti issue. No interventions or actions were reported. No surgical interventions had occurred and it was unknown if any were planned. The issue was not resolved at the time of report and the patient status was noted as ¿alive ¿ no injury¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.